Event description:
Device malfunction: difficulty retrieving filter. Time of malfunction: during the procedure. Symptoms/ae: required use of second retrieval catheter. It was reported that after a successful right internal carotid artery stenting, the rx accunet 2 recovery catheter would not pass by a stent strut. The rx accunet recovery catheter, with the shapeable tip design, was used and successfully crossed through the stent without difficulty. There was no adverse patient effect. There was no additional information provided.

Manufacturer narrative:
Study event. Evaluation summary: the product was not returned for evaluation. It was reported that the rx accunet 2 recovery catheter was not able to pass by the stent strut. Such an event can be affected by numerous factors including, but not limited to, vessel anatomy and lesion morphology. The instructions for use recommends a variety of techniques that can be used to assist passage of the recovery catheter, such as: rotate the patient neck from side-to-side, change the position of the guiding catheter or guiding sheath, modify the tip shape of the recovery catheter, if stent struts are impeding the advancement of the recovery catheter, post dilate the stent, and insert a guide wire ("buddy wire") to straighten the stented area. If the mentioned techniques are unsuccessful with the advancement of the recovery catheter through the deployed stent, the alternate recovery catheter should be prepared and used. The rx accunet 3-in-1 comes with two recovery systems, a shapeable tip design and a low-profile flexible tip design. The shapeable tip design is torquable and steerable. The low profile design is more flexible and it is designed to deflect into place while advancing. There was no damage reported during the inspection of the product prior to use. Without product investigation, a root cause for the rx accunet 2 recovery catheter not passing by the stent strut could not be determined based on this investigation; however, the event appears to be related to operational context in which the product was utilized. A review of the lot history record did not reveal any non-conformity which could have contributed to this event.